Manufacturer narrative:
A getinge service technician will investigate the affected cardiohelp. A follow-up medwatch will be submitted when additional information becomes available.

Event description:
Following was initially reported I received a call from (B)(6) rrt ecls manager at (B)(6) hospital about an arterial bubble sensor defective message on one of their cardiohelp units. He tried to change flow/bubble sensor cables with another unit still same message. He powered off and on multiple times still same message. It will need to be looked at by service. Unit was not on patient this all occurred during priming. Further it was reported that the customer changed out to a different flow/bubble sensor and no intervention was activated. No pump stop occurred and no delay in treatment. The failure occurred during priming. No harm to any person has been reported. Complaint ID# (B)(4).

Event description:
Complaint ID# (B)(4).

Manufacturer narrative:
Following was initially reported:¿ I received a call from lance miller rrt ecls manager at york hospital about an arterial bubble sensor defective message on one of their cardiohelp units. He tried to change flow/bubble sensor cables with another unit still same message. He powered off and on multiple times still same message. It will need to be looked at by service. Unit was not on patient this all occurred during priming.¿ further it was reported that the customer changed out to a different flow/bubble sensor and no intervention was activated. No pump stop occurred and no delay in treatment. The failure occurred during priming. A getinge service technician (fst) was sent for investigation and repair on 2022-09-26/27 and 2022-10-01/04. The sensor panel was replaced. The fst performed safety, calibration, and functionality checks to factory specifications. All function tests are passed. According to the logfile analysis the error message "arterial bubble sensor defective" occurred on the date of event (2022-09-12). A similar failure was already investigated by getinge life-cycle-engineering. The unreliable plug connections on the digiflow mini-board which is on the sensor panel led to the error. According to the risk analyses the most probable root cause is a defective connection between the sensorbridge board and the digiflow board caused by an electro static discharge (esd). Therefore the error message "flow sensor defective" will be displayed. Moreover in the instruction for use chapter 5.3.1 connecting the combined flow/bubble sensor it is stated that the bubble monitoring function test and flow off-set calibration has to be performed before every use. Thus a defective flow/bubble sensor should be detected prior to use, during priming. The device was manufactured on 2022-03-16. The device history record (DHR) of the cardiohelp was reviewed on 2022-09-29. There is no indication that manufacturing issues occurred, thus production related influences are unlikely to have contributed to the reported failure. Based on the results the reported failure "error message arterial bubble sensor defective" could be confirmed. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending.